Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that when doing the placement with the  ventricular catheter, the health care professional wanted to remove the introducer and they could not remove it because the ventricular catheter was too tight. There was no delay to the procedure. No impact on patient outcome.